Manufacturer narrative:
Initial reporter phone no: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an (B)(6) infusor lv (large volume) had no flow. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d2a: common device name: pump, infusion, elastomeric (previously submitted as pump, infusion, elastomeric) the lot was manufactured between february 18, 2020 to february 19, 2020. The device was received for evaluation visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.